Manufacturer narrative:
Device issue with inomax dsir# (B)(4). The device investigation was completed on 05/19/2015. Inomax dsir# (B)(4) was returned to the manufacturer for service investigation. The regional service center (rsc) review of the service log confirmed the reported complaint of a failed no (nitric oxide) sensor alarm, which immediately followed a failed low no cell calibration. Failed low no cell calibration: high point: 1060 counts, low point: 1548 counts. The service log also revealed a delivery failure (df) alarm with monitored no>absolute maximum of 100 parts per million (ppm), actual value: 101. Elevated low counts during the calibration are consistent with the misbehaving no cell with the elevated counts possibly contributing to the df that occurred prior to the failed low calibration. Rsc investigation confirmed the reported complaint of a failed no sensor alarm at bootup, performed low and high calibrations to clear the alarm and replaced the no cell as a precaution. A full functional test was performed and the device operated according to specification so it was returned to the device service pool. The root cause for this report was no calibration low counts above maximum. This condition will be tracked and trended under the company's quality system. This case did not result in an adverse event/serious adverse event; however, it is being submitted to regulatory authorities because a similar failure occurred in the past which resulted in a serious adverse event (MDR 3004531588-2013-00022).

Event description:
Failed no sensor [device issue]. No adverse event. Case description: on (B)(6) 2015, a respiratory therapist (rt) in the united states spoke with the company's technical services regarding a failed no (nitric oxide) sensor with inomax dsir# (B)(4). The device was in use on a patient and no harm to the patient occurred. The rt explained she attempted twice to correct the sensor by completing low range calibrations, but could not do so. The device was the removed from the patient, the issue was reported and after discussion with the rt, it was suggested that the device be switched out. Inomax dsir# (B)(4) was removed from service and returned to the company for service investigation. Case comment: 05/29/2015: this is a post-marketing device report. The device was in use on a patient when the device issue occurred. No adverse event associated with the no calibration low counts above the maximum was reported. The case is considered reportable because a previous, similar device failure had been associated with serious adverse patient consequence (index case MDR # 3004531588-2013-00022).